Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual observations of the returned device showed the 14f esheath + was returned with the associated introducer fully inserted through and locked, the liner was expanded as designed, there was curvature noted on sheath shaft, the distal tip was torn radially and axially, there was stretching noted with a radial/axial tear, there were tiny hdpe strands within stretched regions manipulated by engineering (remained intact). All score lines were present, there was soft tip damage/stretching noted, hydrophilic coating was partially scraped off at distal shaft. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was observed: tortuosity present in the patient's access vessels. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event for distal tip torn was confirmed per evaluation of the returned device/provided imagery. Available information suggests that variability in tip expansion and/or patient factors (tortuosity) likely contributed to the event as tortuosity were confirmed via the 3mensio report. The reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, resistance was felt during insertion of the 23mm commander delivery system through the 14 fr esheath+ just before the valve was exiting the esheath+. The operator stated that the valve felt like it was "catching", and with a little more force than normal, the valve exited the esheath+ with a noticeable small jump. The valve appeared intact, and the valve was deployed without any issue. Upon inspection of the esheath+ after removal, there was noticeable damage. There was no injury to the patient. Per images received, the distal tip was torn.